Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella rp device was inserted into the right femoral vein in a 61-year-old female patient with a past medical history of a prior coronary artery disease (cad), diabetes, and renal insufficiency, presenting in acute myocardial infarction (ami) and cardiogenic shock (cgs), in scai stage d shock, on multiple inotropes and vasopressors, prior to initiation of support. During the procedure, there was continuous oozing around the sheath despite mattress sutures x 3. The first suture was placed prior to the bleeding, the second and third sutures were placed to stop the bleeding. Manual pressure was applied for over 30 minutes. The oozing resolved by the end of the procedure. The physician was not concerned and there was no drop in the hemoglobin. Heparin was given prior to impella placement. The impella rp was removed the same day, with a bridge to an impella rp flex. The post-procedure outcome is survived at explant. The impella rp functioned at p-7 at 3.7l/min as intended. Bleeding is a known risk due to the impella's anticoagulation and purge requirements.

Manufacturer narrative:
Upon review, it was identified that the . Manufacturer fax (d3) was inadvertently omitted in error; the complete fax number has now been provided. Corrected information has been provided in d4 serial number. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The cause of the access site adverse event was not determined due to insufficient clinical details.